Event description:
This is a spontaneous nurse report from the USA of catheter became disconnected, patient made mistake / touch contamination and bacterial peritonitis with culture positive for (B)(6) in a patient coincident with peritoneal dialysis (pd) therapy. During a call with baxter customer services, the nurse stated that on an unreported date in 2010, the catheter became disconnected and the patient made mistake / touch contamination. On (B)(6) 2010, the patient was diagnosed with peritonitis and hospitalized that same day. Treatment information was not provided for the events. It was not reported whether pd therapy was ongoing at the time of the events. The patient had not recovered from the peritonitis. It was not reported whether the events of catheter became disconnected and patient made mistake / touch contamination resolved.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). Based on the information obtained during baxter's investigation, this incident was determined to be related to use error - poor aseptic technique. A labeling review found the labeling to be adequate for the use/user error identified in this incident. A batch review was performed for potentially associated lots (gd876482) with no issues noted during the manufacturing process. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.